Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient experienced a return of bowel symptoms they day prior and the day of the report. Patient was able to sync with their programmer it showed stimulation was on. Patient was able to adjust stimulation and reported they felt stimulation in the correct area. Patient was going to monitor symptoms and discuss with their doctor if the symptoms were not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause was not determined but that adjusting stimulation resolved the issues. No further complications reported/anticipated.